Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 381 mg/dl at the time of incident. The customer's blood glucose level was 400 mg/dl. The customer treated for high blood glucose with bolusing however the blood glucose level did not go down so the customer changed the infusion set and bolused and the blood glucose level started going down. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked case at reservoir tube window corner, cracked reservoir tube window, missing end cap sticker, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place. Insulin pump passed prime/compromised force sensor system test and excessive no delivery test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip.